Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports having pain and purulent discharge as well as a knot at the pod infusion site (hip/buttocks). The patient had removed the pod from the insertion site prior to going by ambulance the the hospital. Once at the hospital the patient was treated with intravenous fluids, insulin and tylenol. The patient was discharged from the hospital the following day. The patient was able to apply a new pod as treatment. The patients pod will not be returned as it has been discarded.